Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. The visual inspection found no defects, except for eschar at the tip. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found no thermal or other damage to the device. The device was inserted into a test pencil and activated with satisfactory results. The device passed hipot testing, indicating that there were no electrical leakages. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the blue protective coating was resting on the upper lip of the patient causing 2nd degree burn.